Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: the suspect medical device was inadvertently reported for this complaint under manufacturing report number 2182208000201100810 and was submitted (B)(6) 2011 and as a result this report is being redacted. The event involves not being able to remotely open transmissions/episodes through the interface; however, no impact to clinical data and the chance of injury as a reoccurrence is not likely. Troubleshooting indicated that the web browser (B)(4) current version needed to be selected. The view settings to such episodes were modified accordingly to the appropriate settings. This complaint was inadvertently reported under the medical device reporting regulations. Therefore, a correction with redaction request is being submitted accordingly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the medtronic personnel could not remotely open reveal episodes via carelink congo interface. Therefore, the compatibility view for ie 8.0 was selected and issue resolved. No patient complications have been reported as a result of this event.

Event description:
It was reported that the medtronic personnel could not remotely open reveal episodes via carelink (B)(4) interface. Therefore the compatibility view for ie 8.0 was selected and issue resolved. No patient complications have been reported as a result of this event.